Manufacturer narrative:
Additional information has been requested regarding the device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted.

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2020, in order to remove the abutment due to device non-use. The implanted fixture remains insitu.